Event description:
Severe hypoglycemia as a result of the minimed 511 pump not "escaping" from the priming function. The pt called the co and was talked through multiple cycles of trying to get the pump to stop priming. Unfortunately, they did not realize that the pt was hooked up to the pump and with each cylce they were getting an extra 5 units or so of insulin. They developed severe hypoglycemia with loss of consciousness as well as seizure requiring ems care and hospitalization.